Event description:
It was reported that while bd was completing software upgrade onsite, modules were located with the keypad peeling back during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that while bd was completing software upgrade onsite, modules were located with the keypad peeling back during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
Additional information: imdrf annex a, c, d, g codes.

Event description:
It was reported that while bd was completing software upgrade onsite, modules were located with the keypad peeling back during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
Correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field. Additional information: manufacturer narrative. The actual date of event is unknown. Investigation summary: the customer¿s report of the keypad peeling back on the syringe module was confirmed through visual inspection on all nine (9) of the received syringe modules. ¿ the syringe modules were observed to have lifted along the bottom side of the keypad laminate overlay on all nine (9) of the received syringe modules. ¿ all nine (9) of the syringe modules¿ keypad assemblies date codes were noted as 7/13 (jul 2013). Indicating that the devices are over 9 years old. ¿ alaris system v12.1.2 user manual states that the serviceable life of the device has been tested for a seven-year life and some components are expected to need periodic attention and replacement within that serviceable life period. Prolonged cleaning cycles that exceed the 7-year service life of the device as well as inadequate drying between cleaning cycles, can cause the accumulation of fluid at the bottom of the outside of the keypad contributing to the possibility of the keypad peeling back. The user manual also notes that regular inspection for damage is required before usage and that failure to perform can result in improper instrument operation. ¿ laboratory testing showed that all nine (9) devices failed the alaris system maintenance (asm) instrument inspection task due to the keypad laminate overlays being lifted. Results also observed that one of the devices (s/n (B)(6)), failed both the binary switches task and plunger force accuracy tests due to the flange detect switch being stuck in the ¿pressed¿ position; this is an incidental finding and not related to the reported complaint. ¿ internal and external inspection of the syringe modules found no irregularities. ¿ the devices were reported with no patient involvement. Root cause: the probable cause of the customer report of lifted syringe module keypads is being attributed to cleaning cycles that exceeded the 7-year service life of the device. This prolonged cleaning time frame can cause the accumulation of fluid at the bottom of the outside of the keypad. Along with inadequate drying between cleaning cycles, accumulation at the bottom of the keypad can allow enough fluid to build up and reach the keypad cable pass through geometry on the front cover contributing to the possibility of the keypad peeling back. Note that imdrf annex a1205, c23, d11, g03012 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that while bd was completing software upgrade onsite, modules were located with the keypad peeling back during preventive maintenance. There was no patient involvement.